Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that b30 error exhibited the scope communication error, and that it was a registry error generation in which the hard deployment of the scope ID data failed, and that it mainly generated by foreign body attachment and moisture attachment of the electric junction. The phenomenon resolved after the contact point with the scope was cleaned and functional testing passed. The cleaning kit for the light source was ordered by the customer. A technician was on site and repaired the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device

Event description:
The customer reported to olympus that the device error b30 communication error occurs intermittently while using evis exera iii xenon light source. The issue occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated and repaired on site by an olympus field service engineer and the customers allegation was not confirmed. The fse determined the error occurred on a gastroscope and the device was cleaned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.